Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The pt had a history of hypertension. The diameter of the proximal non-aneurysmal aortic neck was 23 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 145 mm. The aneuerysm and vessel morphology are unknown. It was reported that during deployment of the bifurcated stent graft, the stent graft was positioned 7mm below the renal arteries or it was pulled down while pulling the runners back after deployment. Due to the inaccurate delivery of the stent graft, an aortic cuff was placed successfully. The final angiogram demonstrated no endoleak and successful exclusion of the aneurysm. No clinical sequale were reported.